Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during an interrogation of the implantable cardioverter defibrillator (ICD), the right ventricular (rv) shock impedance measurement was noted to be at 157 ohms. The patient had been lost to follow up for several years and was in the hospital for a non cardiac procedure. At this time the physician opted to continue to monitor the patient. The ICD and rv lead remain in service and no adverse patient effects were reported.